Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal lad and one endeavor sprint rx drug-eluting stent implanted to the 2nd diagonal branch. The following day the pt suffered a myocardial infarction (mi). The reported mi is unrelated to unrelated to the target vessel. The investigator indicated that reported mi was unrelated to the study stent. (Ref MFR # 9612164201101023).

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).